Event description:
Report received of particulate on a pca injector. The customer contact reported that "dirt" was noted at an unspecified location on the metal rod that goes through the center of the plunger, after the infusion was complete. No tracking informationa was provided. There were no adverse patient effects. No medical interventions were required.